Event description:
Adverse event: shock. In 2009, a male pt suffered from shock right after he received the artz dispo (=sodium hyaluronate) injection into the shoulder for right shoulder pain. He was resuscitated and he recovered ca. 5 minutes later. After one hour f-u, he returned home. The following month - no more incidents were observed. The physician considered the event was possibly related to artz dispo injection.

Manufacturer narrative:
We are now investigating this case.